Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.

Event description:
Per patient report: patient underwent mesh implant in 2004, he thinks it is a composix kugel, (unknown product code and lot number). He now has pain, tenderness and swelling in the area of the patch and wants it removed.